Event description:
A malfunction was reported on the customer's pump, identified with a malfunction code that was not resettable. The blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. As a corrective action, tandem technical support arranged for a replacement pump to be sent and provided instructions for returning the defective pump. Additionally, the customer was instructed to use multiple daily injections as backup therapy while awaiting the replacement.